Event description:
The customer reported that the lead screw is not moving and the lead screw was cleaned with a q-tip. In addition, the customer stated that his block did not advance after 10u prime was programmed.

Manufacturer narrative:
Pump was received with the drive nut spring clip popped off, which prevented to move the drive assembly on position. After the spring clip was placed back, the device passed functional test including the bolus and occlusion test.